Event description:
The customer stated that her blood glucose readings had been higher than usual. She did not allege any adverse events. The customer was not able to troubleshoot her meter because she did not have control test solution. The test strips were returned for eval. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab found the returned reagent to read an average of 289 mg/dl high, out of specification. The reagent also read e11 which confirms exposure. Performance was satisfactory using iqa retention reagent.